Event description:
The patient was revised to address complaint of extreme pain when weight bearing. X-rays looked good, and cup was in position. Surgeon thought cup was loosening. The cup popped right out. There was no evidence of any bony ingrowth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.